Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf and medical records received. Ppf alleges elevated metal ions after first revision. After review of medical records, patient was revised to address painful right revision hip arthroplasty secondary to trunnionosis. On (B)(6) 2016, a severe fibrosis was present around the capsule. There was also minimal amount of corrosion present around the head. Stem was no longer added since it was already reported in the first revision. Liner was not reported as well because it was a non-metal/non-depuy product. Doi: (B)(6) 2010 - dor: (B)(6) 2016, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.